Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that serial pre-dilatation was performed using mini trek dilatation catheters in the heavily tortuous, proximal, left anterior descending coronary artery, heavily calcified lesion. A 2.5x28mm xience xpedition stent was implanted without issues. Post-dilatation was to be performed, however, due to heavy calcification, the 2.75x15mm nc trek dilatation catheter failed to cross due to anatomy and a kink occurred. Following, the balloon was unable to inflate. Another device was used in replacement. Reportedly, there was no interaction of devices. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Evaluation summary: scanning electron microscopy was performed on the returned device. The reported kink was confirmed. The reported inflation issue could not be confirmed. The investigation determined the reported failure to advance and kink appear to be related to circumstances of the procedure; however, a conclusive cause for the reported inflation issue could not be determined. The investigation determined the noted multiple radial indentation on the outer member and inner member proximal from the proximal balloon seal appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported kink and inflation issue could not be confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, a conclusive cause for the reported kink and inflation issue could not be determined. The investigation determined the noted multiple radial indentation on the outer member and inner member proximal from the proximal balloon seal appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.